Event description:
The lead was explanted when the device would not defibrillate at 36 joules during an attempt to implant a new ICD. A popping sound was noted in the pocket during unsuccessful dfts. The device disabled all fibber testing after the episode. It was noted that between the yoke and suture sleeve, the coil may have breached the insulation.

Manufacturer narrative:
Analysis noted outer insulation abrasions in multiple places between the yoke and the suture sleeve. The abrasion at 18.5 cm from the connector pin melted one of the proximal cables. The lead abrasions are consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.